Event description:
During an unrelated procedure, the set screw of the device was unable to be loosened. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.